Event description:
It was reported that customer experienced cgm error that affected sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, completed pump reset with guidance, and successfully restarted sensor session without error recurrence.